Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle fully retracted into the pod housing. Inspection of the needle mechanism found no damages or manufacturing deficiencies that would result in the formed needle failing to fully retract. Though no issues were observed with the needle mechanism, it could not be determined when the formed needle fully retracted. The cause of the reported needle did not retract could not be determined. The download data from the pod showed that an 0x1c expiration alarm had been generated by the pod after 80 hours of operation. This alarm is a safety feature of the device, not a failure of the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn on the patient's leg for between 36 and 48 hours.